Manufacturer narrative:
(B)(4).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. On (B)(6) 2024, the patient consulted a physician who provided exploratory surgery with a local anesthesia injection, but there was no sensor wire found at the sensor insertion site. At an unspecified later time, the patient had an x-ray which showed no evidence a foreign body was retained under the skin. At the time of the report, the patient¿s arm was still numb from the local anesthesia, but she was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.